Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was double counting in the ventricular channel due to p-wave oversensing. An x-ray showed that the distal coil of the endotak lead was placed on the tricuspid valve. An invasive procedure was planned to either add an additional rate sensing lead, or to reposition the endotak lead.